Event description:
Per the clinic, the device extruded through the incision line.

Event description:
Per the clinic, the patient experienced wound dehiscence and infection at implant site which subsequently was treated with oral and topical antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. There are noplans to reimplant the patient with a new device as of the date of this report.